Manufacturer narrative:
(B)(4). Concomitant products: 00801803202 60388767 femoral head sterile product do not resterilize 12/14 taper. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00255.

Event description:
It was reported patient experienced two consecutive dislocations approximately 11 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced two consecutive dislocations approximately 10 years post-implantation. Attempts have been made and additional information on the reported event is unavailable